Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was conducted and confirmed the bcs ii locking femoral implant impactor cam arms have some cement still on them. The cement is found to be between the cam arm and the metal part of the device. This device was manufactured in 2020. This device exhibits signs of significant wear/ usage. For cleaning procedures please refer to smith and nephew¿s recommended cleaning methods given in our cleaning and sterilization brochure-¿instructions for care, maintenance, cleaning and sterilization of smith and nephew orthopedic devices¿, 74012812. The document is available from customer service or via the smith and nephew website, which suggests using a surgical scrub brush to remove visible debris. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after tka procedure the jrn ii bcs lck fem implant impact was found to be broken. No delay. Procedure could be finished using the same device. No injuries or other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.